Event description:
It was reported that the user experienced persistent hyperglycemia after a supply change, with glucose values in the high 200s to low 300s and a reported peak of 368, and required troubleshooting on infusion set fill and connection steps; the user later inserted a new infusion set and confirmed no visible kinks, leakage, or bent cannula. Symptoms included feeling light headed. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy or ketone testing. Investigation included user education and troubleshooting on proper priming and confirmation of drops at the infusion set needle before insertion, along with assessment of the prior site, tubing, and connectors for occlusion or leakage. Investigation of this case revealed no confirmed device malfunction or component damage, and the event was consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.